Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking y-site hub is confirmed; however, the exact cause is unknown. Three photographs of a safestep infusion set were returned for evaluation. An initial visual observation of the photographs showed the y-site of the infusion set was leaking around the valve. Use residue was observed on the device. No damage to the valve or y-site could be discerned from the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. It is possible for fluid that is positioned between the blue valve stem and the white valve housing to be pushed out under positive pressure. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported huber needle inserted for treatment and functioned well except when verifying blood return for installation of elastomeric infuser, blood noted to be coming out of the y-site, leaking. Strange to me that the infusion did not leak but blood did... I was told blood return was checked at the end of the needle tubing, not the y port. Needle removed and new one inserted for the infuser of the home chemotherapy. The needles were discarded as they were used to administer chemo, and lot number was not captured. No other information was provided. Additional information: the in-clinic infusion was given, then the nurse checked blood return before attaching the chemo in the elastomeric infuser for the home infusion. It is between the two infusions that there was a leak. The initial blood return verification during needle insertion was ok.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported huber needle inserted for treatment and functioned well except when verifying blood return for installation of elastomeric infuser, blood noted to be coming out of the y-site, leaking. Strange to me that the infusion did not leak but blood did... I was told blood return was checked at the end of the needle tubing, not the y port. Needle removed and new one inserted for the infuser of the home chemotherapy. The needles were discarded as they were used to administer chemo, and lot number was not captured. No other information was provided. Additional information: the in-clinic infusion was given, then the nurse checked blood return before attaching the chemo in the elastomeric infuser for the home infusion. It is between the two infusions that there was a leak. The initial blood return verification during needle insertion was ok.